Event description:
During service by baxter, the infusion pump was found to contain failure code 570. According to the hospital representative, no failure code 570. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.